Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no capture on the right ventricular (rv) lead was observed. An x-ray examination was performed indicating the rv lead was dislodged. The pacemaker was programmed to left ventricular pacing only. The patient was stable with no adverse consequences.